Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient reports that on (B)(6) 2016, she had a reading of 555 mg/dl. One hour later after taking novalog u100 insulin, she obtained a reading of 80 mg/dl. Half hour later, patient ate and obtained a blood glucose reading of "hi" mg/dl (greater than 600 mg/dl). Fifteen to twenty minutes later, customer fell while walking to her room. Her blood glucose was taken and a result of 50 mg/dl was obtained. All blood glucose readings were obtained on patient's aviva combo meter. Patient was incapable of self treating and an ambulance was called. Patient did not receive any treatment while in transit to hospital. Patient was hospitalized and received an IV for dehydration and insulin via injection. Patient does not know the name of the insulin or dosage provided by hospital. Patient is currently still in hospital. Return of the suspect device was requested for evaluation.